Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl) and ketones. A bolus was delivered to address bg levels. Reportedly, cartridge uses humalog and is changed every 3 days. System check with tandem technical support indicated the pump was performing as intended. Customer was reminded that humalog is indicated for use up to 48 hours. Recommendation was made to discuss diabetes management with health care provider.